Event description:
It was reported that the syringe 0.3ml 31ga 8mm was unable or difficult to aspirate. The following information was provided by the initial reporter: consumer reported that the needle will not draw insulin. Lot #: 0160001; catalog #: 328512; date of event: unknown.

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 3/18/2021. H.6. Investigation: customer returned single 0.3ml syringe with no pouch for identification. It was noted that water could not be drawn into the barrel of the syringe during testing. A wire was then inserted into the distal tip of the needle. While the wire could enter and pass through a portion of the needle¿s cannula, it would not pass through the full length of the cannula. The wire could not forcefully dislodge the obstruction. It is believed that adhesive may be blocking the path of fluid through the cannula. A review of the device history record was completed for batch# 0160001. All inspections and challenges were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Root cause cannot be determined for this complaint. H3 other text : see h.10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the syringe 0.3ml 31ga 8mm was unable or difficult to aspirate. The following information was provided by the initial reporter: consumer reported that the needle will not draw insulin. Lot #: 0160001. Catalog #: 328512. Date of event: unknown.